Manufacturer narrative:
(B)(4). This file is being resubmitted due to stalled acknowledgements.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2008 and mesh were implanted. The patient underwent a surgical procedure on (B)(6) 2011 and ams elevate was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient underwent a surgical procedure on (B)(6) 2011 and ams elevate was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, right retrograde pelogram, macroplastique periurethral injection and double j stent placement on (B)(6) 2008 due to sui, h/o right hydroureteronephrosis, s/p hematoma from cystocele repair and ureteropelvic junction obstruction. Patient underwent right endoscopic endopyelotomy and periurethral injection of nacroplastique on (B)(6) 2009 due to right ureteropelvic junction obstruction w/flank pain, mixed urge/stress incontinence, s/p cystocele repair. It was reported patient underwent cystoscopy, removal of endo stent and periurethral injection of macroplastique on (B)(6) 2009 due to mixed urge stress incontinence, h/o hydronephrosis s/p endopyelotomy, endo stent placement and h/o pelvic prolapse repair on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with urethral calibration and dilation due to pop and sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.